Event description:
The customer reported that the tubing roller clamps do not stop the fluid when closed. No harm or injury was reported. The customer reported eight defective devices but did not provide information or clinical details for the additional events. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation. The suspect device was not returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Evaluation method: device history record was reviewed, evaluation based off of similar complaints.